Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states that the uvc is leaking. There is a split below the butterfly where the catheter is joined. The split is about 5 or 6 inches from the tip of the catheter. The customer is not sure what was used to clean the area prior to insertion. The patient is okay and there was no harm to the patient. There was no medical intervention required. The issue was found and the catheter was removed. There was no difficulty while inserting the uvc. The leak was noticed when the customer was trying to remove the umbilical bridge to adjust the lines. The customer did have difficulty removing the bridge. This customer believes the uvc was inserted on (B)(6) 2014 and removed on (B)(6) 2014.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see investigation summary below: the product sample was returned to the manufacturing site for review. A split in the catheter was found approximately 5 inches from the tip of the catheter under an optical microscope. The most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force and/ or the use of alcohol based disinfectants with this product). The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Under special (B)(4), covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special (B)(4), a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters.

Event description:
This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. This change was executed in may 2014. Additionally in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes. If additional pertinent information becomes available, the report will be updated.